Manufacturer narrative:
Follow-up # 1 date of submission 11/21/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots. No damage was observed to the pump battery compartment. A battery cap was not returned with the pump; a test battery cap was used for testing and powered the pump on successfully. The pump was exercised for 24 hours with no power interruptions. The pump case was opened and damage due to moisture was found on a pc board.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an intermittent loss of power.. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.